Manufacturer narrative:
Evaluation summary - carbon dioxide cylinder yoke. On october 2, 2007 we were informed via FDA medwatch report of the product problem. User facility returned the above device for evaluation. Visual inspection of the co2 yoke confirmed that the height of the nozzle was above the height of the index pins. This yoke was manufactured january 2001. Cause of event: device is out of specification.

Event description:
It was reported that after completion of a transanal endoscopic microsurgery procedure, it was noted that a black nitrogen tank had been connected to the insufflator when a gray carbon dioxide cylinder should have been used. When the e-cylinder connecting yoke was examined, it was noted that it could be attached to the cylinder valve without the safety index pins coming in contact with the gas cylinder valve body. Further examination revealed that the yoke had been assembled with a dual threaded fitting that was too long for the yoke body. This resulted in the plastic sealing washer making contact with the cylinder prior to safety pin insertion. This defect would have allowed connection to any gas cylinder with any safety pin key configuration.